Event description:
Customer reported receiving an error 6 on their precision xtra blood glucose monitor and was feeling hot, sweaty, shaky, lightheaded, and dizzy. She claims, she had a diabetic seizure because she was unable to test; however, it was noted that she was using expired strips. There was no report of third party medical intervention, death, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.